Manufacturer narrative:
During further troubleshooting reporter informed tandem he has been reducing some of his basal rates without doctors approval.

Event description:
Received information stating patient has been experiencing high bg's (300+ mg/dl).